Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the tip became detached. The physician was performing peripheral leg procedure. The physician inserted the guide wire into the pt and while under fluoroscopy, it was noticed that the tip of the guide wire became detached. The physician was able to retrieve the wire and complete the case.